Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and no issues were discovered. Customer reverted to manual insulin therapy. Customers blood glucose was 200-300 mg/dl at time of report.